Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Logs shows the following alarm related to blower temperature, alarm 316 - blower failure and alarm 401 - inspiration valve or device leaky. The technical support is suspecting main electronics failure and blower failure. Requested to replace the blower filter and then swap the blower with a known good blower and then perform a blower test.

Event description:
The customer reported that alarm 316-blower failure is active on this unit. At this time patient involvement is unknown.